Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 in site area #24 (type ii bone). Primary stability was achieved. Osseointegration was not achieved. Premature loading/pressure from a full denture was involved in the event. The clinician reports that the reason for the implant's failure was implant came out when pt removed denture approx 6 weeks post op. The implant was removed on (B)(6) 2013 due to mobility. Medical history: no significant findings.